Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It has been reported to philips that wireless foot switch intermittently lost connection. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) checked the system remotely and confirmed that the wireless foot pedal is intermittently losing connection. Per the information collected, the wi-fi indicator on the footswitch was red and the colour of the battery indicator was green, which indicates that there was an error in the wireless connection. A philips field service engineer (fse) inspected the system onsite and replaced the wfs spectre replace set mono. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.